Event description:
The user facility reported an 80-year-old white male noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. The pump was delivered with a 14fr long sheath placed through the femoral artery. After the impella cp was advanced through, the sheath kinked. The kinked sheath was removed and replaced the a shorter sheath. There was no patient harm. The pump supported the patient for three days until it was weaned and explanted.

Manufacturer narrative:
The investigation into the introducer issue of kinked sheath has been completed. Product was not returned for review. The root cause of the introducer kink was unable to be determined as limited clinical details were provided and no product was returned for review.